Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca, m2) using a penumbra system 5max/3max reperfusion catheter and 5max/3max separator. Before the procedure, 23,500,000 units of intravenous tissue plasminogen (IV t-pa) were administered and ia UK was administered regionally. During the procedure, a 5max catheter was advanced to the m2 along with a chikai 0.014 inch through an optimo guide catheter 9fr. Aspiration was conducted with a 5max separator and a 3max catheter. The patient was then given 5,000 units of heparin by injected. A postoperative computed tomography (CT) showed hemorrhage and subarachnoid hemorrhage (sah) in the right temporal lobe and the basal ganglia. The following day, external decompression was done on the patient and approximately 3 months later, the patient left the hospital. Physician's comment: the treatment with the penumbra system and regional arterial injection of UK are simultaneously used. Since we manipulated the catheters properly, the event was hemorrhage complicated with recanalization. However, I cannot say for sure that the event was not related to the penumbra system at all because it reached to the peripheral mca. The relations between the event and the penumbra system, and the event and the procedure were not denial.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00303, 00304 and 00305. Device was disposed of by the hospital.